Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure, post stent dilatation; after the procedure. Symptoms/ae: stroke; death. It was reported that during a right internal carotid stenting procedure, post stent dilatation the pt experienced a stroke and became unresponsive. An MRI showed a severe embolic infarct of the left hemisphere. Reportedly, the pt never recovered and died. The exact date of death was not reported. Add'l info has been requested.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed. As reported in literature and indicated in the IFU, stroke and death are potential adverse effects associated with carotid stents and embolic protection devices.